Manufacturer narrative:
Unit passed displacement test, rewind, basic occlusion, occlusion, prime/delivery, and excessive no delivery alarm test. No excessive no delivery alarms noted. Unit functioned properly. Unit received with cracked reservoir tube lip.

Event description:
Customer reported via phone call of experiencing low blood glucose since being on insulin pump. Customer's blood glucose was 30 mg/dl which was treated with glucose tablets. Customer reported that healthcare professional advised that insulin pump was not working properly. During troubleshooting, customer reported that insulin pump was not exposed to MRI. Alarm history showed a no delivery alarm. Customer was advised that insulin pump would need to be replaced.